Event description:
Customer reported hearing a "pop" and the display went blank. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board. System operates as intended.